Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were dislodged. Both rv and ra leads were explanted and replaced on (B)(6) 2025. The patient had no adverse consequences.